Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system was hospitalized due to tachy undersensing, which contributed to a greater than sixty second delay in shock therapy. As a result, the device has been reprogrammed. No additional adverse patient effects were reported.